Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-02595, 1225714-2013-02596,1225714-2013-01387, 1225714-2013-01388.

Event description:
The plaintiff's attorney alleged the plaintiff experienced cardiovascular events in (B)(6) 2011 and in (B)(6) 2013, after the use of the product.